Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation included a review of the data set provided by the customer: the qc level 2 results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace did notindicate any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hbsag ii results from two patient samples tested on the cobas e 801 analytical unit. Patient sample 1: on (B)(6) 2025: the initial result from the analyzer was 170 cut-off index coi (reactive). The repeat result from the diasorin liaison xl analyzer with the same laboratory method as the elecsys assay was 0.035 iu/ml (non-reactive). Patient sample 2: on (B)(6) 2025: the initial result from the analyzer was 164 coi (reactive). The repeat result from the diasorin liaison xl analyzer was <0.030 iu/ml (non-reactive). The repeat results were deemed correct.

Manufacturer narrative:
Per product labeling, "repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag." The investigation determined that the reagent performed within specifications.